Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown ribfix advantage plate, catalog#: unknown, lot #: unknown, quantity: 3. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that four ribfix advantage plated were implanted on an unknown date. Approximately seven to eight weeks after implantation, the patient complained of pain. Upon examination, it was determined that the fixation of three of the plates was not the same as it was when the product was implanted. Additionally, it was confirmed that the patient has osteoporosis. Therefore, the surgeon explanted the product on an unknown date. No additional implants were implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.